Manufacturer narrative:
(B)(4). This report was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause was not determined. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A nurse (rn) contacted baxter's technical service center regarding air in the line that occurred on the homechoice (hc) unit. The rn did not specify when during therapy this event occurred. There was no patient injury or medical intervention indicated at the time of the initial report. No further detail is available at this time.